Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose level was 469 mg/dl. The customer received a no delivery alarm. The customer's doctor advised her to call medtronic and have the insulin pump replaced because it was not working properly. She was advised to disconnect from the insulin pump and revert to a back up plan. The infusion set's cannula was bent. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.